Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was not able to reproduce the error, but error log was checked, and some errors pointed to the universal surgical manipulator (usm) 1 about rfid. The usm 1 was replaced to solve this problem. Isi has received the usm associated with this event. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted liver biopsy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that universal surgical manipulator (usm) 1 could not recognize instrument. The customer confirmed that the other usm's were able to recognize the instrument normally. The customer reset sterile adapter (sa) on usm 1, but the issue was not resolved. The tse advised the customer to check usm 1 spring pins and to ensure that cannula was docked properly on usm arm. The customer used the remaining three usm arms to complete the procedure. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the reported problem was confirmed and replicated. In the system logs, the errors 31087 and 25730 errors were found indicating radio frequency identifier (rfid) faults, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient side cart fixture test platform (pftp) where "carriage switch test" was found to be failing on the rfid pod. Once testing was completed, the rfid pod assembly and the axes controller carriage interface (acci) board were inspected and were verified to be the source of the fault. The probable root cause is attributed to instrument recognition issues resulted from a faulty rfid pod and acci board, both components located on usm.

Event description:
Refer to h11 for follow-up information.